Event description:
It was reported that the patient presented for a follow up both in clinic and remotely via merlin.net. During the in-clinic check, it was noted that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. The right ventricular (rv) lead also demonstrated noise oversensing via merlin.net, also leading to pacing inhibition. Isometrics were performed, programming changes were made on the pacemaker and subsequently the pacemaker was explanted and replaced. The lead was capped and replaced on 23 jun 2025. The patient was stable.

Manufacturer narrative:
The reported events of over-sensing/noise problem were nor confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation, including atrial and ventricular sensitivity test performed at most sensitive settings did not find any sensing or noise anomaly. Additionally, visual inspection of the header and connectors did not detect any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.